Event description:
Customer stated, "she was in a hotel room. She was getting the bed ready and she plugged the pad in, turned around to look at the bed again and her husband yell out. Her husband said sparks flew out of the control. She personally did not see the sparks." The customer did not claim any injury. Product has not been returned for investigation. Based on feedback analysis and trending bce has not found it to be a recurring issue in this lot.

Event description:
Product has been returned for investigation. An investigation was done to look into the customers complaint. The inspector found a burn cut on the cord near the switch. This was the source of failure and the sparks the customer was describing. This failure was caused by the customer wrapping the cord under the switch. The pad also showed other signs of misuse, that are observed when the pad is folded/ laid on during use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".